Event description:
During the pre-surgery stage of a pacemaker generator/component exchange procedure the pulsar system (generator and device) was activated and the device sparked. A new device was plugged into the generator and utilized to complete the case with no further reported issues. No patient impact or injury reported.

Manufacturer narrative:
Product event # (B)(4). Testing performed: complaint device: device: plasmablade 4.0 product code (sku): ps200-040 serial / lot number: (B)(4), expiration date: 11/2016, quantity returned: 1. Visual inspection: device was returned in a fedex flexible package, only¿not double bagged; not in a biohazard bag; no packaging to fill the negative space; and no additional paperwork. Device was located within tray (that had been opened) with tyvek lid (taped closed). Thus, was able to confirm the device as the complaint device. Device had evidence of blood on the device handle which indicates it was used and there was some eschar on the electrode. Buttons have tactile feel. All components appear to be intact and no damaged was noticed. Functional inspection: the device was tested using a pulsar ii generator in a grounded tray filled with saline solution. Device was connected to pulsar ii generator ¿ ps100-102- eqp #6794 calibration due date: 11-28-2014 and displayed an e5 error code, ¿electrosurgical device has reached end of life¿, indicating device was successfully plugged into a generator previously. Used eprom connector to bypass (eqp # 7508; calibration not required) ¿end of life¿ e5 error code. Per the work instructions for complaint investigations- disposable devices 42-10-1020 rev. B, section 8.2; the device was activated on cut level 2. It was noted that there was the appearance of a 'glow' around the edge of the blade (see photo 5). Simultaneously, there was an audible high pitch noise coming from the generator indicating the button and generator are working properly. Per the work instructions for complaint investigations- disposable devices 42-10-1020 rev. B, section 8.2; the device was also activated on coag level 1. It was noted that there was the appearance of a 'glow' around the edge of the blade (see photo 6) as well as, an audible high pitch noise coming from the generator indicating the button and generator were working properly. Since no additional details were provided as requested (see complaint description) and the device functioned as intended¿the complaint could not be replicated. Lhr review: lhr was reviewed¿there were no failures or scrap related to this complaint. Device 'sparking' is part of the in-process functional check (see figure 1 below, from page 11 of lhr fl50774392) and results were recorded as "pass". Investigation conclusion: the complaint of ¿device sparking¿ could not be confirmed. The device functioned as intended when the functional inspection was performed in this investigation whereby¿it was noted that there was the appearance of a 'glow' around the edge of the blade as well as, an audible high pitch noise coming from the generator indicating the button (s) and generator were working properly. No further details were provided as requested in the complaint description to clarify 'device sparking', thus it could not be determined if the user misunderstood "glowing"' as "sparking". The complaint will be monitored in gch for future instances. (B)(4).

Event description:
During the pre-surgery stage of a pacemaker generator/component exchange procedure the pulsar system (generator and device) was activated and the device sparked. A new device was plugged into the generator and utilized to complete the case with no further reported issues. Seeking additional patient and procedure details from the hospital facility.

Manufacturer narrative:
Product event: (B)(4). Evaluation code (method, result, conclusion): device returned for product analysis and analysis in progress. (B)(4).